Event description:
It was reported that a metal stent (model: niti-s bn0812-6) dislodged during insertion by ercp. It was noticed that the plastic cap (which should not dislodged in general) of the metal dislodged into intrahepatic duct when trying to retrieve back the metal stent.

Manufacturer narrative:
It was reported that the delivery system was dislodged during insertion, and the tip was dislodged when trying to retrieve back the metal stent. It was confirmed from the device history record that device had been manufactured with no significant issues and passed all the inspections successfully. Biliary structure where stent was implanted is narrow and curvy. It could be hard to insert or remove the delivery system due to the pressure generated depending on patient's lesion. If the physician tries to remove it by force in this situation, the tip or inner sheath could be caught in the scope or outer sheath. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Based on the description "delivery system was dislodged during insertion" and "tip was dislodged when trying to retrieve back the metal stent", there is a possibility insertion of the delivery system was difficult, and the tip was stuck at the patient's lesion or scope during removal due to the strong pressure at the patient's lesion. Then it is assumed the tip was dislodged during the repeated pushing and pulling of the delivery system to remove the stuck tip. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. Taewoong's user manual of this device states the following. After stent deployment, removal of the introducer system and guide wire from the patient should be handled with care. During removal, if strong resistance is felt, wait 3~5 minutes for the stent to expand then try again. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.